Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, provided instructions for putting pump into storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump, all of which customer understood and acknowledged.